Event description:
At the moment of blocking the screws with the set screws, the thread did not fix and it stripped. The doctor decided to replace the screw and they could block it with the same set screws that they had tried before.

Manufacturer narrative:
The single inner polyaxial screw (product code: 1797-12-640, lot number: arhd49) was not returned to the complaints handling unit (chu) for evaluation. Visual examination of the threads inside of the polyaxial screw¿s tulip head have all been torn off, leaving rounded stubs. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw threads tearing cannot be determined from the sample and information available. A potential root cause may be that its associated set screw was cross threaded during insertion leading to the damage to the tulip head¿s threads during an attempt to tighten the set screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.